Event description:
A 61 yr old male had laser lead extraction of malfunctioning defibrillator lead. Defibrillator implanted 1/98 due to ventricular tachycardia. Recently experienced chest wall stimulation from defibrillator. Procedure involved laser lead extraction of existing defibrillator lead and implantation of new lead.